Manufacturer narrative:
The referenced gi bleeding event was reported under medwatch MFR report #2916596-2017-03028 and the referenced driveline/device infection was reported under medwatch MFR report #2916596-2017-03027. Unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device- 3 years and 2 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was admitted to the hospital on (B)(6) 2017 and bridged with heparin in preparation for a endoscopic retrograde cholangiopancreatography (ercp) procedure scheduled for the following day ((B)(6) 2017). The patient had complaints of left upper quadrant abdominal pain for weeks and related it to the vad pump pocket. The patient denied fever, chills, malaise. At the time of admission, the patient¿s lactate dehydrogenase was 724 u/l, hemoglobin was stable at 9.3 g/dl, white blood cell count was at 9.0 and patient¿s urine was yellow. On (B)(6) 2017, the patient underwent ercp with stent removal. The patient¿s inr was 1.4 and the customer planned to restart heparin infusion 8 hours after procedure per gi recommendation. The customer also planned to resume coumadin. Lvad parameters were reported to be stable at 9600 rpm, but ldh was trending up and reported to be 857 u/l. Blood culture was negative to date. On (B)(6) 2017, the patient had a bloody stool and gi was consulted. The vad clinician met with patient¿s spouse to present options for current driveline/device infection (previously unreported). The patient decided to undergo explanation with reimplantation of lvad. Pump exchange was scheduled for (B)(6) 2017. A colonoscopy performed on (B)(6) 2017 was negative and bleeding thought to be from small bowel. The patient was off diuretics and their creatinine was improving. A tagged red blood cell scan performed on (B)(6) 2017 was negative. Patient remained on dobutamine, octreotide, and levophed. Levophed was being weaned down. It was also reported that the patient remained on intravenous antibiotics and oral cipro would be discontinued. On (B)(6) 2017, patient with elevated ldh, increased flows and powers in 9 watts (baseline 7 watts) developed frank hematuria after getting up to the chair, possibly from trauma. Urology was consulted and irrigation foley placed per nurse, foley irrigated with large clot irrigated out. Sodium bicarb infusion started, heparin infusion was to be started; however, patient¿s hemoglobin decreased to 7.7 g/dl. A ramp echocardiogram performed revealed aortic valve open 1:1 @12000 rpms, intermittently closed at 13000 rpms. Tlc placed and cvp 6. On (B)(6) 2017, the patient's urine was reported to be clear after three way foley placed and clots flushed per urology. The patient remained on dobutamine and octreotide and heparin infusion. Patient on sodium bicarb infusion for hemolysis. Patient received 2 units of packed red blood cells, and hemoglobin increased slightly. Patient did have dark stool. Driveline exit site continued to drain tan drainage, moderate amount. On (B)(6) 2017, there was concern for hemolysis given rising ldh up to 1772 u/l. Partial thromboplastin time (ptt) 89 seconds on heparin. Yellow urine and powers and flows were stable. The patient remained on heparin and sodium bicarb infusion and dobutamine . On (B)(6) 2017, the patient had worsening hemolysis. Ldh peaked at 2195 u/l and plasma hemoglobin 27.8 g/dl. The patient remained on intravenous heparin with higher ptt target. Powers elevated for 9600 rpm. On (B)(6) 2017, the patient¿s pump was exchanged to another manufacturer¿s device.

Manufacturer narrative:
Evaluation of the left ventricular assist system (lvas) confirmed the presence of thrombus. The pump was returned assembled with the driveline cut approximately 1 inch from the pump housing and the distal portion was not returned. The sealed inflow conduit was returned attached to its respective pump port. The sealed outflow graft conduit was returned disassembled with the bend relief detached from the remaining outflow hardware. The graft conduit was returned severed approximately 1 inch from the graft attachment and a distal portion was returned measuring approximately 7 inches. Upon disassembly, visual inspection of the pump blood-contacting surfaces revealed a thrombus adhered to the inlet bearing cup and bearing ball. The tissue appeared to have broken apart during disassembly. The tissue appeared denatured and showed laminated layering, indicating that it formed in this location over an undetermined period of time while the pump was operating. A small deposition was identified in the outlet stator. The lack of laminated layering indicates that the deposition did not initially form in the outlet stator; however, its origin could not be conclusively determined. No contact marks were observed on the tapered outlet section of the rotor or the outlet bearing cup, suggesting that it was not present in this location for an extended period of time. Although a specific cause for the development of the thrombus and the duration of its presence within the pump could not be conclusively determined, it could have contributed to the report of elevated lactate dehydrogenase (ldh). Additionally, it could have created additional resistance on the spinning rotor, thus contributing to the report of elevated pump power and flow. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope did not reveal any anomalies related to wear or damage. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.